Event description:
It was reported the patient was to receive the scs system on (B)(6) 2012. A pre-operative x-ray identified a partial scs paddle lead still implanted with the wire cut 6 inches below the paddle. The physician reported the patient had a previous scs system that was explanted several years ago by another surgeon (the manufacturer was not previously informed regarding that procedure). The physician removed the partial lead and implanted a new scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.